Event description:
It was reported that the non-patient end of the unspecified bd¿ pen needle broke off. The following information was provided by the initial reporter: "rear cannula end is broken + gets stuck.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 07-dec-2022 h6: investigation summary customer returned one (1) used 31g x 5mm pen needle without a cover or tear drop label attached. Consumer reported rear cannula end is broken + gets stuck. The returned pen needle was examined, and it was observed that the non-patient end (npe) cannula was broken. No evidence of manufacturing defect was observed. Since the sample was returned after use, and no manufacturing defects were observed, the probable cause of the broken npe cannula is user error when attaching the pen needle to a pen injector. No DHR review can be carried out as lot number is unknown. Embecta was able to duplicate or confirm the customer¿s indicated failure (broken npe cannula). The cause for this issue is user related. The npe cannula was broken by the user after handling the pen needle.

Event description:
It was reported that the non-patient end of the unspecified bd¿ pen needle broke off. The following information was provided by the initial reporter: "rear cannula end is broken + gets stuck.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the non-patient end of the unspecified bd¿ pen needle broke off. The following information was provided by the initial reporter: "rear cannula end is broken + gets stuck.